Event description:
A patient with previous medical history of peripheral vascular disease (pvd) was admitted with increasing right leg pain. The patient under went peripheral angioplasty to the right lower extremity via the left common femoral artery. After performing balloon inflation in the right femoral artery, the physician attempted to remove the balloon through a 6 french pinnacle destination sheath. Resistance was felt by the physician. Upon fluoroscopy, part of the balloon catheter was in the sheath, part out, but appeared broken. The balloon catheter, wire, and sheath were pulled out as a unit so no foreign material would be left in patient. Manual pressure held for 20 minutes and then a pressure dressing was applied. The patient was monitored overnight on the medical unit. No injury noted to patient as good pulses were present in both legs with good color and no bleeding encountered.